Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No a alarms noted. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the she had recently been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 436 mg/dl, which was treated with a manual injection. Troubleshooting did not show any malfunction of the insulin pump. The customer requested that the device be replaced and was advised that the insulin pump would be replaced and agreed to return the device for analysis.